Event description:
This report is to advise on an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. The device returned in the original packaging and in backup vvi mode. Analysis of the device image determined that the backup vvi was due to an uncorrectable non-maskable interrupt (nmi). The reset was not reproducible in the laboratory.